Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and t2 implant returned outside the channel with t1 and a portion of the suture fractured away. There is biological debris on the returned items. A functional evaluation of the returned device finds it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. A review of the material specifications found a material certification of analysis is required with each lot. The root cause was associated with a component failure. Factors that could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, the t1 implant of the fast-fix 360 fell off the meniscus. Both t implants were already anchored when the failure took place. Both ts were removed from the patient with tweezers. Surgery was completed with a competitor device from star sports-med. There was a delay of less than 30 minutes and no further complications were reported.